Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
During implantation of accolade endoprosthesis, broach broke (piece connecting broach with the handle broke to be precise) while it was withdrawn from the femur canal. With the help of additional orthopedic tools (chisels, osteotomes, raspators) the broach was retrieved from patient's body. It was procedure of left hip.